Event description:
Coiling in this case was due to varicocele. Skin irritation occurred. Although requested, no additional information has been provided by the reporter.

Manufacturer narrative:
The complaint device was not returned as it remains implanted. The materials used to MFR nester embolization coils have been shown to be biocompatible per iso10993-1. Environmental monitoring and control at the manufacturing facility is performed per quality system procedures. Without additional information, we are unable to determine with certainty what led to this failure mode. This is the first report of an adverse physiological response to a platinum embolization coil over the time period of (B)(6) 2010- (B)(6) 2013. There have ben a total of three reports of adverse physiological response across all embolization coils and the same time frame. Additional information as to the treatment of the pt was requested, but not provided. We will continue to monitor for similar complaints and have notified the appropriate personnel. Quality engineering risk assessment (qera) was updated in response to this complaint. Per the conclusion of qera, no risk mitigating action is required at this time.